Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 121 hours of extended tests at the customer's settings. The battery level led was lit solid green. The service technician performed a battery duration test, and the ventilator reset after 12 minutes of running on the battery. The battery was replaced with a known good battery, and the ventilator passed the battery duration test. Vyaire replaced the internal battery to address the customer's reported issue.

Event description:
It was reported to vyaire medical that while in use on a patient during a transport, the ventilator lasted 9 minutes on the internal battery. There was no patient harm associated with this reported event. The ventilator was was sent to the biomedical department, and after charging the ventilator for 48 hours, the battery only lasted 9 minutes.